Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The complaint was thoroughly examined. Corrosion of the inner steel strands was found to be the cause of the belt breakage. For this reason, a more in-depth investigation of the returned parts was carried out via the materials testing department. Residual chlorine was found at the points of corrosion. The pu material of the belts themselves was also attacked. According to the analysis, the tearing of the two belts (two belts in parallel) is because it interacted with aggressive liquids over a long period of time. Most likely, the problem described in the complaint was caused by cleaning processes that were not in accordance with the instructions for use. The affected timing belts have been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure, it was reported that the c-arm orbital belt was torn and the c-arm rotated by itself hitting the table and the patient. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.